Event description:
Customer reported an issue with the a5 anesthesia delivery system display, which may have affected anesthesia monitoring. No patient monitoring was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's cpu board, reloading system's software, and calibrating. System was tested to factory's specifications.